Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 180 units of insulin during the load sequence. Additionally, it was reported that an o-ring was on the pneumatic tap and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer was able to remove the o-ring from the pump, successfully load a new cartridge and resume insulin delivery. Customer's blood glucose was 205-246 mg/dl.